Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report "can't open the machine." We are considering this to be a failure to power up. There was no pt involvement.